Event description:
On may 4th, the user contacted dario to report high blood glucose (bg) readings. Prior to contacting dario, the user reported feeling unwell, so she tested her bg level and received a reading of 366 mg/dl. The user reported that an hour later, she again tested her bg level and received a reading of 359 mg/dl. Due to her not feeling well, and the above elevated readings, the user went to the ER where her bg level was tested with the hospital's meter and was found to read 72 mg/dl compared to a reading of 326 mg/dl with the user's dario meter. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.